Event description:
The customer reported the system displayed cine errors and the cine function would not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine disk back plane. The system operates as intended.